Event description:
A hospital in (B)(6) reported via our distributor that an rt200 adult breathing circuit failed the servo ventilator test and a pinhole was found in the dryline. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 breathing circuit kit was returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: visual inspection revealed that there was a hole in the dryline, about 17cm away from the connector. A lot check revealed one other complaints of this nature for the lot number provided. Conclusion: it was identified that damage to the rt200 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(4) 2012. We have not received any complaints of this nature for product manufactured after (B)(4) 2012. During the production of the dryline tubes, a pressure test is performed every 10 to 15 mintures and those that fail are set aside for further inspection. The user instructions for the rt200 adult breathing circuit state the following: - check all connections are tight before use. - set appropriate ventilator alarms. Our monitoring and trending of events involving damaged dryline tubes in adult breathing circuits has a rate of occurrence of 48 devices per million sold worldwide in the last year to the end of (B)(4) 2012.